Manufacturer narrative:
The technician found dried blood on the siderail latch assembly. The technician cleaned the latch assembly to repair the bed.

Event description:
Info received indicates the right siderail will not latch.